Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 3 implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had pre-existing heart failure for 2 weeks prior to the procedure. Three clips were implanted, reducing the mr to 2-3. The fourth clip delivery system ((B)(4)) was advanced to the mitral valve and the clip was positioned between clips 2 and 3. The fourth clip was deployed, reducing the mr to 1-2. After one minute, the gripper line began to be retracted. When 30cm of the gripper line was removed, the fourth clip detached from both leaflets and remained on the gripper line. A snare device was used to retrieve the clip to the tip of the steerable guide catheter (sgc). The cds, sgc and clip were then simultaneously retracted to the femoral vein, and removed. Three clips were implanted; however, the mr returned to 4 and the patient remained hospitalized. An amplatzer plug was planned to be implanted in between clip 2 and 3 on (B)(6) 2017; however, the patient did not recover from the pre-existing heart failure and died on (B)(6) 2017 due to multiorgan failure. In the physicians opinion, the mitraclip did not cause or contribute to the death. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4) . The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of unchanged mitral regurgitation and death as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. This incident was further reviewed by an abbott vascular medical affairs director who noted that the procedure was performed in a patient with evolving heart failure. Despite multiple clipping, mr could not be reduced and the patient ultimately died from multi-organ failure. There is no causal relationship with the device, but the procedure could have contributed to the worsening clinical condition. All available information was investigated a definitive cause for the reported complete clip detachment (ccd) could not be determined. The mitral regurgitation (mr) appears to be due to the procedural circumstances of the fourth clip detaching from both the leaflets, and the reported death appears to be a result of patient conditions and procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.